Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. The lens was repositioned but repositioning did not resolve the problem. The lens was later removed and the problem was resolved. Reportedly, "because the lens constantly rotating, we chose to remove the lens." There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
D6b: lens explant: unk. H6: 4581 - lens rotation. H6: 4110 - work order search: no similar complaints within associated lots were found. Manufacture narrative: lens rotation and secondary surgical intervention to rotate and remove the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).